Manufacturer narrative:
Product analysis: visual inspection showed that the qb-inlet port was broken off. The reason for return was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of the custom tubing pack, the customer reported that the blood inlet connection site has been broken off, of the fusion oxygenator. The custom tubing pack was replaced for the procedure. There was no patient involvement so no adverse patient effects occurred. Additional information: the customer stated that they believe that the packaging design is the issue. There was no noticeable damage to shipping containers or to the packaging. Other devices in the same box/shipping container were not damaged.